Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was given injection.

Manufacturer narrative:
Additional information was received that the patient will undergo a battery and pocket revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was given injection.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. It was also reported that the injection was for patient¿s pre-existing pain, and not for the pain at the ipg site. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was given injection.